Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the side cut and bedcut from 1 to 3 'clock were incomplete in both eyes during a bilateral laser assisted flap cut procedure. Additionally, the surgeon reported that where the flap was cut, it was uneven. The surgeon tried to lift the flap but could not do so. The treatment was canceled. No further information is expected. There are two related reports for this patient. This report addresses the patient's left eye (os). The alcon reference numbers are (B)(4).

Manufacturer narrative:
There are multiple non-system factors that could contribute to an incomplete side cut therefore root cause could not be conclusively determined. No service was requested or performed on the system due to the reported event. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).